Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. Prior to the procedure, it was noted that the implantable cardioverter defibrillator (ICD) had gone into back-up mode due to unknown reason. As a resolution the ICD was not implanted and a near at hand replacement was implanted instead on (B)(6) 2025. The patient condition was stable.